Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported defect was confirmed. Visual inspection of the returned injection gold probe device found a severe kink in the catheter. This kink causes the device to be unable to retract the needle. The most probable root cause of the kink is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for stomach ulcers. According to the complainant, the physician intended to use the product to inject and cauterize the patient's non-bleeding ulcer. When he put the needle out to inject, the needle came out of the sheath. However, it wouldn't retract. They carefully removed it from the scope, and upon inspection, noticed that the wire connecting the needle to the handle was broken. They opened up a new probe, and finished the case. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure for stomach ulcers. According to the complainant, the physician intended to use the product to inject and cauterize the patient's non-bleeding ulcer. When he put the needle out to inject, the needle came out of the sheath. However, it wouldn't retract. They carefully removed it from the scope, and upon inspection, noticed that the wire connecting the needle to the handle was broken. They opened up a new probe, and finished the case. No patient complications were reported as a result of this event.